Event description:
Pt. Had rt. Total knee replacement 12/30/87. Has now had "gritting" senation in rt. Knee for past several months.x-rays suggestive of failure of metal patella ? If worn polyethyne off button admitted for arthroplasty revision of rt. Knee.